Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. It is supposed that the nurse got burned since this device, which became hot, touched her arm. The instruction manual of this device indicated below. After the instrument is withdrawn from patient, do not leave it on certain parts of patient body such as abdominal area or chest. Also, do not allow medical personnel to come in contact with the instrument. It may cause burns on the surgical drape or gown as well as on the personnel. Burns may result even through the surgical drape or gown. Please cross-reference the following report: 8010047-2015-01132.

Event description:
The subject device was used during an appendectomy. When the user retrieved this device out of the patient's body, the nurse got burned since this device touched her arm.